Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use at the time of the event. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions determined that the issue was loose connections inside the system's cable junction box. The fse tightened the connections. After the connections were tightened, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s geometry controls for the c-arm were not responding or working. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and found the cable connection inside of the cable junction box was loose. After the fse tightened the cable connection and the geometry controls began working properly. The device was then returned to expected functionality.